Event description:
The mother of a home pt reported finding several minicaps which appeared to be dry. Pt's mother noted that the sponges were white in appearance, indicating an absence of providone-iodine. Accoridng to the pt's mother the minicaps were not used and were discarded. Per the pt's mother, the remainder of the minicaps were used no issues noted and lot number is not known. According to the pt's mother there was no medical intervention and no pt injury.